Event description:
The pt reported that she experienced hermaturia, discharge, odor, urinary tract infections, pelvic bone infection, numbness and continued incontinence. Part of the sling and one anchor was removed in 1/00. Urethral erosion was discovered and the remainder of the sling was removed in 6/00. Continued pain and infection led to removal of the second anchor and part of the pelvic bone in 3/01.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt was injured and damaged and the device was removed. The device was not returned for evaluation.